Manufacturer narrative:
(B)(4). Batch # unknown the lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Clip applied fired fine first few times, then scissored when firing. Opened new device. There were no patient consequences.